Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was stretched. The lp was removed and replaced. There were no patient consequences.